Event description:
It was reported that the patient experienced coupling and/or communication issues with his implantable neurostimulator (ins). Using the antenna-locate (al) feature, a power-on-reset (por) was displayed on the ins recharger (insr) which was followed by a normal recharging screen. The patient had initially thought that his insr indicated a full ins battery instead of understanding that the insr was indicating a full battery on the insr. The patient knew that he had stimulation on (B)(6) 2012, but hadn't been successful in using his patient programmer (pp) in the 10 days previous. The pp displayed a poor communication screen. No electromagnetic interference (emi) exposure was noted. If any additional information is received, it will be included in a supplemental report.

Event description:
Additional information received reported that the cause of the over discharge was that the patient did not understand how to re-charge. Additional training was necessary for the patient to learn the proper recharging procedure. It was reported that the patient was receiving satisfactory therapy. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3888-33, lot #: v089529, implanted: (B)(6) 2008, product type: lead; product ID: 3888-33, lot #: v129468, implanted: (B)(6) 2008, product type: lead; product ID: 37743, serial #: (B)(4), implanted: (B)(6) 2008, product type: programmer; patient product ID: (B)(4), serial #: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 3708220, serial #: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 3487a-45, lot #: v383810, implanted: (B)(6) 2010, product type: lead. (B)(4).